Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller did not connect to the monitor when attempting to connect the heartmate touch which read "connect to system controller." It was also noted that there was damage to the modular cable. There were no wires showing and only the braided mesh was visible. The damage was there back in march when the controller was having communication issues as well. Parameters were stable. There were no alarms, and no alarms when interrogating the last six alarms on the controller. The numbers were not able to be populated on the heartmate touch. Both the modular cable and controller were replaced. Log files were sent for review. The log contained data from 04jun2025 to 09jun2025 at 11:29 with driveline disconnected. There were no notable alarm conditions or parameter changes.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6) ) not communicating with the heartmate touch was confirmed. The system controller returned for analysis and did not communicate with the test system monitor, confirming the reported event. An integrated circuit (ic) chip responsible for communication on the controller¿s main printed circuit board (pcb) was found to be damaged. This chip was replaced, and communication was restored. Log files were downloaded at this time, and no notable events were observed in the log file, with the controller functioning as intended for the duration of data reviewed while the driveline was connected. The controller passed functional testing with the replacement chip and was able to support a mock circulatory loop for an extended period of time without issue or alarm. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the system controller not communicating with the monitor was determined to be due to damage to an ic chip on the main pcb; however, the root cause of the ic damage was unable to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, and section 6 of the patient handbook, entitled ¿caring for the equipment¿, addresses how to properly care for and maintain the equipment for proper use, including the system controller. The patient handbook caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.